Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray the scale markings are missing on syringes. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Sample evaluation: a single photo was received by bd (B)(4) depicting five 10ml syringes from an unknown batch # (p/n 309605). All (B)(4) syringes had missing print which appeared to have been scratched off during manufacturing process after the printing process. (B)(4) of the (B)(4) syringes had less than 50% of any one item missing, which is acceptable per product spec while (B)(4) of the (B)(4) syringes had more than 50% of any one item missing resulting in a rejectable missing print per product specification. Based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time. Bd (B)(4) was able to confirm the customer's indicated failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Additional information was received for the medical device lot number(s).  The following field(s) have been updated: medical device lot #: 7177534. Medical device expiration date: 06/30/2022. Device manufacture date: 07/24/2017.

Manufacturer narrative:
Supplemental MDR, follow up #2, pr number 314822 was filed to update the lot number indicated in the photo sample received. The following is the updated investigation for the device with the indicated lot number 7177534. Investigation summary: a single photo was received by bd canaan depicting five 10ml syringes from batch # 7177534 (p/n 309605). All 5 syringes had missing print which appeared to have been scratched off during manufacturing process after the printing process. 2 of the 5 syringes had less than 50% of any one item missing, which is acceptable per product spec while 3 of the 5 syringes had more than 50% of any one item missing resulting in a rejectable missing print per product specification. Device history record review was conducted and print defects were found during the manufacture of this batch. Adjustments were made, including tip guide tightening and manifold cleaning. Product was requalified per applicable aql before production resumed. Batch 7177534 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.